Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The peritoneal dialysis patient's report of the cycler not draining and slow drains was not confirmed with testing or reproduced during the simulated treatment. The valve actuation test and system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported following treatment he performed a manual drain and removed 2,600ml of fluid. During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume on (B)(6) 2017. The patient remained asymptomatic: drain 0: 1926ml fill 1: 2203ml drain 1: 2145ml fill 2: 2203ml drain 2: 1568ml fill 3: 2203ml drain 3: 1903ml fill 4: 2254ml drain 4: 1776ml the last drain volume from this treatment of 1776ml plus the patient¿s report of 2600ml manually drained is a total of 4376ml drained. The drain is 199% of the prescribed fill volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. The patient's nurse reported the patient's catheter was being evaluated.